Event description:
The pt had contacted lifescan and reported that their one touch basic enhanced meter kept displaying the clean test area message. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response back. During troubleshooting, it was verified that the pt's testing technique and the environment was correct. Pt was also cleaning the meter according to the owner's manual. Pt was asked to remove, re-clean, and re-insert the test strip holder and then perform a test. However, the issue still persisted and the message appeared on the display. It was also ensured that the test strip holder was passed all the way down. The battery was replaced less than a year ago. The pt was taken to the hospital and was given insulin. However, it is unknown as to what the hospital meter's result was and how much insulin was given to the pt. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient info to suggest that the pt experienced injury due to the issue. This case is reported as a meter malfunction since the issue was not resolved with troubleshooting. The pt was sent a replacement meter, test strips, and control solution.